Event description:
Pt was admitted to the hosp with complaints of pain of the left hip with ambulation. He had undergone multiple hip surgeries in the past. His primary total hip replacement was performed during 12/92. The hip was revised during 7/94. During the revision in 1994, the acetabular component was replaced. Pt was ambulating with the aide of a cane on presentation. Radiographs taken prior to admission of the pt to the hosp revealed loosening of the acetabular component. The pt was admitted to the hosp for revision of the left hip. The acetabular component was found to be loosened intraoperatively. The acetabular cup was replaced, as well as all other total hip components. Intraoperative cultures were obtained which revealed no evidence of bacterial growth.